Event description:
The doctor reported that a patient after receiving a restoration, experienced a possible allergic reaction. The patient was taken to the emergency room for further treatment and subsequently admitted for one and a half days. The patient reaction occurred several hours after the dental appointment and has no known history of allergies. The patient will follow-up treatment with an allergist.